Manufacturer narrative:
An event of pericardial effusion that led to cardiac tamponade was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. There are multiple risk factors for pericardial effusion after a left atrial appendage closure procedure, including anticoagulation status of the patient, maneuvering of the guidewire or sheaths within the heart, the trans-septal puncture, or the stabilizing wires on the amulet puncturing the laa. No information was received to indicate that the patient¿s monitored activated clotting time was abnormal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Crd_964 - catalyst ide, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 28mm amplatzer amulet left atrial appendage occluder was implanted. It was then noted 2-3 hours post-procedure, the patient showed pulseless electrical activity with asystole. A decision was made to perform cardiopulmonary resuscitation for 30 seconds. An echocardiogram taken at the bedside confirmed pericardial effusion with tamponade. The patient was returned to the catheter lab for a pericardiocentesis and 500ml of blood was successfully drained. A heart computed tomography (CT) scan showed arterial bleeding behind the left atrium, without identifying the actual site of the bleeding. The patient was monitored for 24 hours following intervention. The next day, a follow-up CT scan showed stable hematoma with no active bleeding and stable hemoglobin levels. The patient recovered and was reported discharged on (B)(6) 2024. The patient's medication was updated from apixaban to aspirin and clopidogrel for 6 weeks, followed by aspirin alone.

Event description:
Crd_964 - catalyst ide, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 28mm amplatzer amulet left atrial appendage occluder was implanted. It was then noted 2-3 hours post-procedure, the patient became hemodynamically unstable with asystole. A decision was made to perform cardiac massage for 30 seconds. A cardiac tamponade was confirmed. The patient was returned to the catheter lab for a pericardiocentesis and fluid was successfully drained. The patient status was reported as recovering.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.